Event description:
Medtronic received information regarding a navigation system being used in preparation to a craniotomy procedure. It was reported that the camera did not work. A localizer faulted error appeared on the registration step. There was no reported delay to the procedure due to this issue, however, the surgeon opted to abort the use of navigation for the procedure. The procedure was able to be completed despite the reported incident. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, a medtronic representative went to the site to test the equipment. Testing revealed that the camera was not working so it was then replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A05 was coded for the camera not working. A1102 was coded for the localizer faulted error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the camera, lot number: p900798, was returned for analysis. The returned positioning sensor unit (psu) had nicks and scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low and intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.